Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reporting facility street address added. Device code (B)(4) added. A product development investigation was performed for the subject device (2.00 mm threaded guide wire, part number 292.65, lot number unknown). The subject device was received with the following complaint description: ¿a threaded guide wire broke off into a horse's leg. Surgeon cannot retrieve part. It will be left in horse. Sales consultant accidentally sent wrong 4.5 cannulated drill bit to customer. Guide wire was too big to fit through drill bit. Surgeon attempted to drill in guide wire without drill bit and tip broke off in horse¿. The guide wire can be utilized in several systems including the: pediatric lcp plate system, titanium multivector distractor modular system, synthes cannulated screw system, 3.5 mm 900 cannulated lc-angled blade plates and the 3.5 mm 900 cannulated lc-angled blade per the technique guides. The guide wire allows temporary fixation of the plate to the bone prior to screw insertion. The current design drawing was reviewed because the manufacturing date is unknown due to unknown lot number. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The bending and tensile strength assessment rationale-wires, 0000212160 a.4, was reviewed and addresses the tensile strength characteristics of a 2.0 mm diameter wire made of (B)(4). The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As the specific circumstances at the time of the break are unknown, a root cause could to be definitively determined. However, the break is consistent with a tensile break from excessive force. Upon visual inspection of the complaint device it can be seen that the distal end of the guide wire approximately 30mm in length had broken from the guide wire and was not returned. Additionally the rest of the guide wire that was returned was received broken into three pieces (approximately 120mm, 45mm and 35mm in length). A root cause could not be determined, most likely as stated in the complete description a drill guide was not used and the surgeon tried to insert the guide wire using a free handed technique causing the wire to experience a tensile break from excessive force resulting in the complaint condition. The complaint condition is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report was initially submitted on november 02, 2015. Advised by FDA on december 19, 2019 to resubmit medwatch. Additional narrative: device used in a veterinary case - no patient information will be reported. Additional product code: jdw device is an instrument and is not implanted/explanted. (B)(4) code for vet case, 60 minute surgical delay. Without a lot number the service history review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Veterinary complaint) it was reported that a threaded guide wire broke off into a horse's leg. Surgeon cannot retrieve part. It will be left in horse. Sales consultant accidentally sent wrong 4.5 cannulated drill bit to customer. Guide wire was too big to fit through drill bit. Surgeon attempted to drill in guide wire without drill bit and tip broke off in horse. No harm has come to the horse. Ulterior method was used for fixation for the horse. There was about a 60 minute surgical delay. Procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device used in a veterinary case - no patient information will be reported. Additional product code: jdw device is an instrument and is not implanted/explanted. Patient code (B)(4) code for veterinary case--60 minute surgical delay. This report is the initial medwatch report for (B)(4). The initial report MFR report number 2520274-2015-16993 was previously submitted electronically to the FDA on nov 2, 2015. This report, however, failed the third acknowledgement due to there being too many characters in section g5 510(k). The submission failure was inadvertently missed and the report was sent to complete. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following veterinary event was reported as follows: it was reported that a threaded guide wire tip broke off into a horse's leg. The surgeon could retrieve the fragment and opted to leave it in the horse. The wrong 4.5 cannulated drill bit was sent to the customer and the guide wire was too big to fit through drill bit. The surgeon attempted to drill in the guide wire without drill bit and the tip broke off in the horse. It was reported that this did not adversely affect the horse. An alternate method was used for fixation. There was a surgical delay of approximately 60 minutes due to the reported event. The procedure was completed successfully. This report is 1 of 1 for (B)(4).